Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he has been experiencing irritation at the site of sensor insertion. Pt reports observing a red bump resembling a pimple that is itchy at times and that takes around 3-4 weeks to heal. Pt consulted with his endocrinologist and dermatologist and both were unable to prescribe anything. The irritation was deemed an allergic reaction to the sensor. After trying multiple sensors, trying different skin creams and seeking advice from various sources, pt has decided to discontinue cgm wear.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.